Event description:
It was not possible to take sensor readings with the hospital electronic system or patient electronic system at a clinical follow-up. It was noted that the sensor location had not changed.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.